Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the cs300 intra-aortic balloon pump (iabp). The stm could not duplicate the reported issue. The iabp operated normally. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The first iab was saved and will be sent in for evaluation. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a "check iab catheter" upon start up. This error occurred with two different catheters. The iabp was changed and the same issue occurred. The customer switched to a different cardiosave, backed the iab out a bit and successfully initiated therapy. There was no patient injury or adverse event was reported.